Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid at 5 mg/day (concentration unknown by the reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome other and non-malignant pain. On -(B)(6) 2017 it was reported that the patient was in the hospital ccu (critical care unit) and presenting with multi-organ dysfunction including kidney and liver. The patient was showing a number of symptoms reflective of overdose. The patient was hard to awake. He was given 0.4 of narcan and was more responsive. The symptoms had come on gradually. The hcp was considering programming the pump to minimum rate or removing the drug from the reservoir. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the patient¿s pump managing healthcare professional (hcp) who reported that the patient appeared to have had an ¿mt¿. His pump dose was increased on (B)(6) 2017 but he was doing fine until recently. The hcp did not believe it was an overdose. The patient¿s case was discussed with the attending physician and a decision was made to decrease the rate to 2 mg/day. Per the hcp, the patient¿s infusion system was functioning. No further complications were reported/anticipated. Additional information received from a health care provider clarified the previous information and noted that the patient had an "mi" or myocardial infarction. No further complications were reported.